Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 253 mg/dl. The customer delivered a correction bolus. Reportedly, the customer had inadvertently placed the pump in storage mode. The pump turned on after connecting the pump to charge and the customer resumed insulin delivery.